Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a cartridge alarm (cartridge alarm 19). The customer's blood glucose was 376 mg/dl. The customer declined to provide further information.